Manufacturer narrative:
The reported events of lead dislodgement and loss of capture were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. S-curve height of the lead was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were noted.

Event description:
It was reported that patient's left ventricular (lv) lead exhibited loss of capture. It was further noted from x-ray that the lead was dislodged. The lead was explanted and replaced. The patient was stable.